Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this right atrial (ra) lead had some issues with lead performance after surgical procedures were performed in the patient. X-ray imaging confirmed that this lead was dislodged, it exhibited low amplitude and device sensing issues. This lead was then explanted and was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had some issues with lead performance after surgical procedures were performed in the patient. X-ray imaging confirmed that this lead was dislodged, it exhibited low amplitude and device sensing issues. This lead was then surgically explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed) with the helix mechanism in an extended position, the lead tip/helix appeared intact and undamaged. Dried blood was noted in the helix housing and tip region. Cuts were noted in the outer insulation, likely explant damage. The lead passed electrical testing. Stylet insertion test failed, blockage encountered near terminal end, likely due to dried blood that may have entered through terminal pin by way of stylet. Laboratory analysis was unable to confirm the reported electrical malfunction and dislodgement allegations. The lead had normal electrical measurements, observations and field report were insufficient to verify dislodgement.